Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse(+) into the gonial angle, along the jawline, and into the cheeks (off label use of device). Batch number and expiry date were reported as unknown. Two syringes were used (1 syringe per side of the face). It was reported that the injector did a little into the cheeks and the rest at the gonial angle and along the jawline. Radiesse(+) was not diluted. The patient was previously injected with radiesse, multiple times. To the reporting providers knowledge, the patient did not have any autoimmune disease. About 7 months after the radiesse(+) injection, the patient experienced large bumps in some areas where radiesse(+) was injected, and an abscess. As reported, the patient described them (the large bumps), as an abscess. The patient reported to the provider that a maxillo-facial surgeon drained the abscess. The patient claimed the surgeon injected something to dissolve the calcium (as reported). The reporting provider suspected it was sodium thiol sulfate (sts), which possibly aggravated the situation. The patient described nodules as an abscess, but the reporting provider was waiting to hear back confirmation from the surgeon treating the nodules for a diagnosis. The surgeon believed it was possibly an autoimmune response, but to the reporting providers knowledge, the patient did not have any autoimmune disease. As reported, the reporting provider is handling all of this remotely since the nodules were not reported until the patient was in a different state, so the provider is not treating the case and only following up since she did the injection. The patient is currently seeing the surgeon in the state where she was currently located. The outcome of the events was unknown.

Manufacturer narrative:
This case was assessed by merz north america as serious. The events of injection site abscess and injection site nodule were assessed as expected, where as the event autoimmune disorder was assessed as unexpected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device was coded only for formal reasons. Injection into the cheeks is no approved indication for radiesse(+) in us. Information in this case is derived from multiple sources including the patient, injecting and reporting provider, and the surgeon treating the reported adverse events, and direct confirmation and diagnosis of the reported events is pending since the reporting provider is not actively treating the patient. Additionally, the reporting provider suspected that the patients nodules were treated with sodium thiol sulfate, which in their medical opinion could have aggravated the condition. Nevertheless, the reported events can occur after the treatment with radiesse(+) and a contributory role of the treatment with radiesse(+) cannot be ruled out with certainty. Based on the information provided, this case was assessed as reportable to the FDA as the event of injection site abscess was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.